Manufacturer narrative:
Mitek medical affairs department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This complaint was forwarded to mitek complaints by our medical affairs team who reviewed a journal article where mitek orthocord and mitek rigidfix cross pins were used for acl reconstructions. Patients received a bone plug-free quadriceps tendon auto graft between 2007 and 2008. The follow up duration was 24-36 months after the primary acl reconstruction. Correspondence: (B)(4) open access journal of sports medicine anterior cruciate ligament reconstruction using bone plug-free quadriceps tendon autograft: intermediate-term clinical outcome after 24-36 months authors: arndt p schulz vivien lange justus gille christine voigt susanne frohlich markus stuhr christian jurgens one patient required a further procedure for joint mobilization under anesthesia. See associated (B)(4)